Event description:
The healthcare professional (hcp), via the manufacturer representative, reported the patient received an electric shock when they accidentally touched the socket when installing a lamp. The patient felt heat in the area of the implantable neurostimulator (ins) and a decrease in efficacy after the electric shock. The nurse instructed the patient to turn stimulation off and a follow up appointment was scheduled. It was noted the patient had a history of incontinence. The ins was checked and impedances were ¿fine.¿ the hcp thought it was 1111 ohms on all measurements. Palpating around the device did not reproduce the heating sensation and it was thought that the electric shock may have caused the heating sensation and loss of therapeutic efficacy. No additional troubleshooting or actions were taken and patient was fine. As of late (B)(6) 2016, the therapeutic efficacy was the same as before the electric shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.